Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: sheath product ID: non-medtronic product type: catheter product ID: non-medtronic product type: transseptal puncture device product ID: non-medtronic product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that after the patient went into ventricular tachycardia (vt), the patient was shocked and then the st elevation was observed. A vasodilator medication was administered which resolved the st elevation. The patient kept going back into vt and the patient went into the heart cath. The patient's hospitalization was extended as a result of the event. The patient later died from surgery at a different hospital.

Event description:
It was reported that during a cardiac ablation procedure, ablation was performed in the left atrium, including the pulmonary veins and posterior wall. After completion of the ablation, the catheter was pulled into the right atrium to begin an electrophysiology study. The patient went into vt from cs pacing and also experienced ventricular tachycardia, followed by cardiac arrest or cardiopulmonary arrest and st elevation. Interventional personnel intervened and took over management. No product issues were reported with the catheter, and the case was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.